Manufacturer narrative:
H.10. For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation. Medical records were provided and reviewed. The investigation is inconclusive for alleged filter limb detachment. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use. H10: b5; g4 h11: g1; h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j. Vena cava filter allegedly experienced detachment of device or device component. This report was received from a single source. This event did involve patient with no patient consequences. The patient is 54 years of age, the gender is female, and the weight is 118 kgs.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Medical records were provided and reviewed. Approximately ten years post filter deployment, xr abdomen indicated the ivc filter to the right of the l3-l4 vertebral body levels and one of the ivc filter legs appears to be displaced superiorly but still attached to the filter. Therefore, the investigation is inconclusive for alleged filter limb detachment and material deformation. Based on the medical records, there is no clear evidence to confirm material deformation as it is reported "appears" to be displace superiorly. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j. Vena cava filter allegedly experienced detachment of device or device component, and material deformation. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is female, and the weight is 180 kgs.